Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval. Eval summary: as a lot number was not received, a device history review could not be performed. On 03/25/2010 - the risk mgr at the account initially indicated that the trocar was an ethicon endo-surgery device. She attempted to provide the product code but was unsuccessful in finding it in the report. She indicated that she had planned to complete a safety report, but the event was most likely user error, she still plans to submit a report. She would not provide any further detail until she could confirm the product info. She will call back with the info; she also requested our address to send a copy of the report. On 03/25/2010 - the risk manager called back, she confirmed that the device was a b5lt trocar. The packaging and the device was discarded. The veress needle utilized was manufactured by tyco. On 03/26/2010 - the risk mgr called indicating the product was a b5xt. In addition, the sales representative called stating this account is not a recent conversion. On 03/25/2010 - reviewed incident with the ees medical consultant and left message with the risk mgr on 03/29/2010: on 04/13/2010 - ees risk mgr left message with the risk manager at the account for any add'l info.

Event description:
It was initially reported by the medical examiner that a laparoscopic partial nephrectomy was being performed. The pt was in a decubitus position. The surgeon was attempting to obtain pneumoperitoneum. The surgeon dissected with his finger, a veress needle was inserted, it is unk if pneumo was then achieved. A "5 fr optiview" with a 0 degree lens was then entered. At that time the anesthesiologist observed a drop in the blood pressure. The pt arrested. The me indicated he observed the dissection in the retroperitoneum. He observed 2 defects in the aorta, both appeared irregular.